Event description:
A malfunction on a pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed by technical support to continue using the pump and advised to call back if the malfunction code recurred. The caller confirmed understanding and already had a loaner pump in process.